Event description:
The 8 cm titanium intrauterine probe which is part of the titanium fletcher-style applicator set - defined geometry, part gm11006200, has cracked into two parts at the level of the stopper. The tandem fell apart on handling and was not forced or bent in any way. This uterine tube has never been used clinically but is sterilized with the rest of the fletcher applicator set each time the set is used for a pt insertion. The user was worrying that the tandem should crack in this way, especially if it was inserted into a pt. Retrieval of the distal end of the tandem could be very difficult if it split in this way while inserted in a pt. There was no adverse event related to this complaint and there have been no similar reports from the field. An internal auditor review thought this complaint reportable and is now being submitted with FDA as a voluntary report.

Manufacturer narrative:
Investigation determined the titanium intrauterine probe had a poor weld. There was no adverse event or injury related to this complaint. The part broke after a sterilization cycle and was not in use with a pt. The part had never been used clinically. The investigation determined improvements could be made to the welding process and these have been implemented.